Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unit received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. All buttons functioning properly. No damage in the keypad assembly noted. The connector was inspected and properly connected. No unexpected button error alarm noted. Unit received cracked retainer, minor scratched display window and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. The up button was not clicking. The numbers were ramping on their own and the scroll bar was moving with no input. Customer's blood glucose level was 5.7 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.